Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain and stinging at the ipg site following a fall off of a ladder approximately 8 months previously. The patient was seen by the physician and surgical intervention may be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was also reported the patient's ipg was inoperable due to not charging the ipg as recommended. The ipg was explanted and replaced. The patient's issue was resolved.